Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-02201. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that during service and repair, the renasys touch, could not operate on ac or battery power and could not be recharged because the j13 connector is broken. No case reported, therefore, there was no patient involvement.